Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the information provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleging receiving discrepant inratio values. (B)(6) 2014: inratio 1.1, lab 3.4 < 1 hour between tests. Patient's therapeutic range 2.5 - 3.5. No reported adverse patient sequela. No additional information provided.